Manufacturer narrative:
This is an addendum to the initial MDR and is based on patient medical records. The medical records indicate that this is a patient with multiple comorbidities including, obesity, hypertension, hyperlipidemia, tobacco use, coronary artery disease, heart attack, prostate cancer and peripheral arterial disease. While at work, approximately 17 months post implant the patient felt a "pop" and was later diagnosed with a recurrent hernia and underwent explant. Recurrence is a known inherent risk of the procedure and is identified in the adverse reaction section of the IFU as a possible complication. The medical records did not include a lot number for the "marlex" mesh that was implanted, therefore a review of the manufacturing records is not possible. If additional information is provided, a supplemental MDR will be submitted. This MDR represents the "marlex" mesh implanted on (B)(6) 2008. A separate MDR was sent to document the "large" sepramesh implanted on (B)(6) 2011. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
This is an addendum to the initial MDR and based on medical records provided by the patient's wife. On (B)(6) 2008: repair of ventral epigastric incisional hernia. The operative report states, "adhesions bilat were freed, a piece of "marlex" mesh was brought to the field and sutured inside of the abdominal wall to keep the "marlex" mesh below the fascia". On (B)(6) 2009: diagnosed with an "easily reducible" ventral incision hernia. Patient did not want surgery and was recommended to wear an abdominal binder. On (B)(6) 2010: repair of recurrent ventral incisional hernia with the implant of an unknown "polypropylene" mesh. The "marlex" mesh had pulled loose on the right side and was removed. On (B)(6) 2011: diagnosed with incision hernia with obstruction. Multiple hernia sites with possible incarceration. On (B)(6) 2011: repair of two incarcerated recurrent incisional hernias. One located in the right lower quadrant which was repaired with two pieces of sepramesh and one in the left upper quadrant which was repaired with a "large" piece of sepramesh. A non-bard fixation device was used to reattach the previously placed mesh. On (B)(6) 2011: postoperatively the patient was confused and disoriented, a CT scan showed some acute/subacute right posterior cerebral artery stroke. On (B)(6) 2011: follow up for hernia repair, no pain, nausea, or vomiting. Incisions were well healed. Patient works with physical and occupational therapy for hypertension related stroke. On (B)(6) 2014: incision and drainage and removal (as much as possible) of infected "polypropylene" mesh. There appeared to be a portion of the "polypropylene" mesh which had created a hole in the small bowel proximally. The enterotomy was closed. The sepramesh was noted to be fully incorporated with no indication of explant. On (B)(6) /2015: exploratory laparotomy with the explant of the infected "large" sepramesh previously implanted into the left upper quandrant. It appeared that the mesh had eroded into the small intestine in multiple areas and 3 separate bowel resections were performed. There were also tacks and sutures within the intestine. Mesh was also found to be attached to the left hepatic lobe of the liver. A small laceration was made during removal. On (B)(6) 2015: abdominal reexploration, component separation and stoppa incisional hernia repair with a non bard/davol mesh.

Manufacturer narrative:
Based on the limited information provided, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. Medical records have been requested. However to date have not been received, nor have product identifiers been provided. The contact has provided davol with pictures of the patient and the patient's wound. Images show a progression of the wound opening in the abdominal region, exposed mesh and what appears to be a contaminated wound. As alleged the patient underwent multiple surgeries and it is unknown to which surgery / surgeries the pictures are associated with, nor would we be able to make an conclusions regarding the cause of the patients alleged outcome by reviewing the pictures. If/when additional information is received a supplemental MDR will be submitted. Not returned.

Event description:
The following was reported to davol via maude event (mw5044827): "marlex polypropylene mesh broke twice. Multiple surgeries. One resulted in stroke. Abscess bowel perforation bowel and bile leakage, totally disabled now because of marlex. Rx meds: depakote, keppra, lipitor, losarten. Otc meds: none."